Event description:
Customer reported past high blood glucose (bg) levels with unknown causes. The highest bg level reported was approximately 500 mg/dl. The customer experienced vomiting and had ketones but did not discuss the ketone level with a healthcare professional. To address the issue, the customer administered manual injection of insulin and received assistance from their spouse to change their supplies. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.